Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was used for investigation and was found to function appropriately. Unrelated to the display issue, testing revealed a cracked battery compartment and the battery cap threads were stripped. The battery cap was observed to spin in place when screwed into battery compartment. During testing, power loss was observed due to the cap detaching. A test battery cap was able to screw on, but could not completely tighten due to battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).